Manufacturer narrative:
Product complaint # (B)(4). Additional manufacturer narrative/corrected data - corrected photo/video evaluation summary. Updated photo/video evaluation summary: upon visual inspection of two photos and a video, the following was observed: the video begins with surgical instrument handling the tissue. At the 04:57 mark appears to be observed an anvil with tissue and it is moving for surgical instrument. From the 8:34 mark enters a surgical instrument that begins to cut the tissue. At the 09:40 mark a violet suture is noted in the tissue. At the 12:06 mark the suture is taken by the surgical instrument and pull it, but it is not possible removed totally with the instrument begins to cut this area. At the 18:17 mark the suture piece is totally removed of tissue and a piece metal was observed at middle of suture piece. At the 39:07 mark the trocar crosses the tissue. At the 39:25 mark the anvil is easy attached to the trocar. At the 39:55 mark the trocar is retracted. Can not be determined when the firing occurred and cannot determine how far if any the anvil was opened for removal at the 41:25 marks difficulty to removing was noted. No indication that the surgeon rotated the device 90 degrees in either direction to release staples. Also, it did not appear that the user attempted the clockwise and counter clockwise movements to de-rim the anastomosis. It seemed to show that the user began pulling the device as soon as the device was complete. At the 42:20 mark indication of staple line damage. At the 48:22 mark a needle/suture combination is introduced to hand sewn anastomosis. Video was further reviewed by medical safety and the following observations were provided: it appeared from the video that the surgeon attempted to remove the device without the clockwise and counter clockwise movements as recommended in the IFU and that the surgeon began pulling the device as soon as the firing was completed. There also seems to be quite a bit of tissue included in the anastomosis. Based on the video the event describe cannot be confirmed.

Manufacturer narrative:
(B)(4). Photo/video evaluation summary: upon visual inspection of two photos and a video, the following was observed: the video begins with surgical instrument handling the tissue. At the 04:57 mark appears to be observed an anvil with tissue and it is moving for surgical instrument. From the 8:34 mark enters a surgical instrument that begins to cut the tissue. At the 09:40 mark a violet suture is noted in the tissue. At the 12:06 mark the suture is taken by the surgical instrument and pull it, but it is not possible removed totally with the instrument begins to cut this area. At the 18:17 mark the suture piece is totally removed of tissue and a piece metal was observed at middle of suture piece. At the 39:07 mark the trocar crosses the tissue. At the 39:25 mark the anvil is easy attached to the trocar. At the 39:55 mark the trocar is retracted. Can not be determined when the firing occurred and cannot determine how far if any the anvil was opened for removal at the 41:25 marks difficulty to removing was noted. No indication that the surgeon rotated the device 180 degrees in either direction to release staples. Also, it did not appear that the user attempted the clockwise and counter clockwise movements to de-rim the anastomosis. It seemed to show that the user began pulling the device as soon as the device was complete. At the 42:20 mark indication of staple line damage. At the 48:22 mark a needle/suture combination is introduced to hand sewn anastomosis. Based on the video the event described cannot be confirmed.

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: how may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Yes. What confirmation was received that the anvil was properly attached? Visual and click heard. Can you please describe the specific steps that were taken to remove the device? Full rotation then 90 and 90. Were there any patient consequences or changes to the post-operative care of the patient as a result of the event? No. What is the current patient status? Fine.

Event description:
It was reported that the surgeon has reported that the circular is hard to "derim." The device got stuck and as pulled out it tore the anastomosis. Surgeon had to oversew the staple line to prevent leak. Surgeon feels that manual circular was easier to derim and is having much more problems getting anastomosis to release on power. There were no adverse patient consequences reported.